Event description:
We use a nim machine to monitor the nerves when doing a thyroidectomy. We have a product laryngeal electrode by stryker that the anesthetist wraps around the endotracheal tube. After tube is placed, we check with a glide scope for proper placement of tube. This was done and 3 people noted correct placement. The nim machine needs 4 green checks for proper placement. All green checks except for the right vocal cord. So anesthetist changed position a few times and double checked placement with glide scope, still cannot get green check on the right. The option to extubate and re intubate was denied by surgeon and anesthesiologist. The case went well with no problems and the surgeon stated it actually functioned properly. Manufacturer response for laryngeal electrode select, stryker (per site reporter).